Event description:
Vascular pta balloon rupture. Max inflation pressure not reached. Provider wasn't able to suck the balloon down due to rupture. Upon removal the tip of the balloon broke off, f/u CT scan showed the fragment in the femoral mein. Balloon burst even though rated burst pressure hadn't been achieved. Upon withdrawal of the balloon through the sheath in the femoral vein, the distal part of the balloon separated and lodged in the vein. We believe this happened because the unwrapped balloon material caught on the sheath.